Event description:
The customer reported that the system intermittently displayed errors regarding the monitor cart boot up. There was no image and the monitor would some times go blank.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated all the boards and checked the voltages on the stenoscope. The unit operates as intended.